Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient taken down for left ventricle assisted device (lvad) placement during procedure team was unsuccessful on reimplanting new lvad due to anatomical concerns. Decision made to re implant a new 5.5 and right ventricle assisted device to explore alternative lvad options vs orthotopic heart transplantation. The pump was primed 5.5 inserted under transesophageal echocardiogram guidance wirelessly without difficulty. Pump slowly ramped up from p2 to p8 while coming down on cardiopulmonary bypass machine. Right ventricle failure concerns arose and rvad cannulation performed from right ventricle to pulmonary artery centrally. Impella measured at 4.49 cm, patient to remain open with the hopes to bring back for alternative dvad techniques. It was note that the patient had a hemorrhagic stroke post surgery. Ultimately care was withdrawn and the patient expired.

Manufacturer narrative:
H.10 related report numbers were not added to the initial report submitted and were added. The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.

Manufacturer narrative:
Medical safety reviewed the event. The event describes a pump stop, which resulted in replacement of the device. This serious injury is attributable to a piece of muscle was found entrained in the motor housing. Replacement pump was in for at least 64 days. The patient tested positive for bacterial growth and also there was pump suction. This is a serious injury attributable to the pump's association to the infection. The second impella 5.5 pump was replaced. The patient underwent device removal of the impella 5.5 and placement of a left ventricular assist device which was unsuccessful. Therefore, a third impella 5.5 device was placed. The next day after start of this support, it was reported the patient had a hemorrhagic stroke post-surgery. In this case, it is unknown which device procedure, if any, contributed to the hemorrhagic stroke and therefore the impella 5.5 pump 3 cannot be dissociated; this pump was in place at the time of the event. However, it is noted care was withdrawn which appears to have led to the demise outcome. Related medical device reports: this impella 5.5 device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device reports for the other two impella 5.5 devices.